Event description:
It was reported that during a lap rectum procedure, the device could not be turned round. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/21/2008. Eval summary - the device a was returned in good physical condition. Upon functional testing, it was noted that the hand activation contacts were damaged. Therefore, functional testing could not be performed, as it did not engage with the hand piece. This condition produces inability to rotate freely. It should be noted that at least 200% inspection takes place during manufacturing to ensure the device meets the required spec; in addition, a sample of the batch is inspected. The device b was returned with the blade scratched and cracked. The rotation function works as intended. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies noted during the manufacturing process. Device b batch e9ez7u. Mfg date 04/08. Exp date 03/13.